Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction no sound coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips customer project manager (cpm) remotely interviewed the customer confirmed with the customer the unit was completely out of sound and there was no inoperative message present. Multiple good faith efforts have been sent for repair information; however, the customer cannot locate the unit to be sent in for bench repair. Philips will not be able to perform an evaluation to determine the cause of the reported incident. If further information is obtained this complaint will be reopened.